Manufacturer narrative:
Section g4: aware date was inadvertently omitted from previous report. The correct aware date is 05sep2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number vad-61917. The pump was returned assembled with the driveline (dl) cut 2¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned in two pieces with the proximal portion attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft hardware. Upon disassembly of vad-61917, a soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. This thrombus was occluding less than 10% of the blood flow path and lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. The thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation, suggesting that it was not present in the pump for a prolonged period of time. This deposition likely did not contribute to any functional issues. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 7 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was ex-planted for a heart transplant. The patient had suspected thrombosis. No further or additional information was provided.